Manufacturer narrative:
Sections with additional information as of (B)(6)2021: h6: updated FDA¿s type, findings and conclusions codes. H10: ketone test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-061: improper use/mishandle by end user.

Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls and e-mails to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint via e-mail for negative/ no change trace results of the ketone test strips. Customer reported that the ketone test strips were not changing color. And that he had tried a different brand of strips that had indicated heavy ketones. Customer reported he had been on an extremely low carbohydrate diet for 6 weeks. The ketone test strip lot manufacturer¿s expiration date is 02/19/2022 and open vial date is undisclosed. Technician had attempted to contact customer by e-mail and telephone; no further information was able to be obtained.